Manufacturer narrative:
After investigating this incident, co found the root cause to be the m1175a bedside monitor. The clinical engineer reported a bell symbol with an x through it at the bedside for both hr and resp indicating the bedside alarms were turned off. Due to the status of the bedside alarms, the central station arrhythmia alarms were disabled. Turning bedside alarms off, suspending bedside alarms or making pulse the alarm source will disable all heart rate and arrhythmia related alarms. If bedside alarms are suspended, the central station will indicate alarms suspended and show a bell symbol with an x through it (bell-x). If the bedside alarms are turned off, the central station will show a bell-x. While alarms are suspended (permanently or for 1,2 or 3 minutes), alarm messages, alarm recordings, lamps and alarm tones are not active. If arrhythmia is assigned to the bedside and all alarms are switched off, there is a bell-x beside the ECG hr reading. When the bedside alarms are off, the central station arrhythmia alarms are disabled, but the beats are still classified and lableled. This info along with the waveforms is displayed at the clinical event review. The clinical event review will show the wave and the beat labels, but does not indicate alarm status or messages. The m2360a and m1175a products are working as specified. The customer does have the choice to use or not to use the standby and/or the alarms off features.